Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer also reported receiving recurring no delivery alarms on their insulin pump. Customer's blood glucose was 575 mg/dl. Customer did not treat for their high blood glucose. It was also found the customer was feeling thirsty as a result of their high blood glucose. Troubleshooting found the customer's tubing was bent. Customer was advised to change their infusion site. The customer also stated they did not try all remedies to resolve the no delivery alarms. Customer stated their healthcare provider and diabetes trainer advised them to replace their insulin pump. Customer was advised to monitor their insulin pump and call back if the problem persists. No additional information provided.